Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing sudden, sharp pains which start in the middle of his low back and radiate down his leg. Reprogramming and epidural injections did not resolve the issue. X-ray imagery revealed a suspected scs lead migration; however, it was noted that the image was taken at a slightly different angle than the original implant image. Diagnostic testing identified low impedance values. Follow up info revealed reprogramming was only able to provide some pain coverage, but not to the pt's satisfaction. It was reported the pt is going to use the new programs provided and follow up with the physician at a later date to determine the next course of action.